Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-34 (lot: 0013055621); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the valve implant, a pre-dilatation with a 24 millimeter (mm) semi compliant balloon was performed and a successful loading check was noted prior to being introduced. During the first attempt to position the transcatheter aortic valve evfxplus-34 prosthesis within the annulus, an infold was detected. The valve was recaptured, and a new prosthesis was prepared and successfully implanted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that the valve was recaptured twice because of the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: a total of sixteen intraprocedural media files were submitted for review. Eight images from the patient¿s executive summary were available, allowing for partial anatomical assessment. The patient¿s aortic valve appeared to be significantly calcified, with an annular perimeter measuring 84.9 mm and a perimeter-derived diameter of 28.5 mm, consistent with sizing for a 34 mm evolut valve. The aortic annulus demonstrated protruding calcification extending into the left ventricular outflow tract. Fluoroscopic valve load inspection images were not provided for review; therefore, confirmation of appropriate valve loading could not be validated. A pre-implant balloon aortic valvuloplasty was performed twice due to balloon dislodgement mid inflation. The images suggest a possible recapture or partial recapture event. During the early stages of valve deployment, two radiopaque markers are visible on the left side of the image and one marker on the right. A small inflow infold is also noted, which could be consistent with a normal degree of inflow crown overlap. However, as a fluoroscopic valve load inspection was not provided, the extent of inflow crown overlap cannot be assessed, and it is not possible to determine whether this would be considered a misload. In the subsequent image, valve inf olding appears more pronounced, and the valve is observed to be partially deployed, with two markers visible on the right side of the image and one marker on the left. In both instances, the implanting view appears consistent with a possible cusp overlap view (right anterior oblique 12 cau 17), and as suggested by the position of the delivery catheter system within the anatomy. The valve was deployed just prior to the point of no recapture, and infolding of the bioprosthesis is evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. The available evidence suggests that a new valve was utilized and deployed at an approximate depth of 2 mm at the non-coronary cusp in the cusp overlap view and approximately 3 mm at the left coronary cusp in the left anterior oblique (lao) view, with no evidence of valve infolding. Post-implant angiography demonstrated a well-expanded bioprosthesis with minimal paravalvular leak. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was recaptured twice. A 10-minute procedural delay occurred in result of the infold. Per the physician, high non-coronary cusp (ncc) calcification and high right coronary cusp (rcc) calcification contributed to the infold.